Manufacturer narrative:
(B)(6). (B)(4). Visual analysis of the device revealed that the distal tip was broken with evidence of corewire break. In addition, the distal tip is bent. It is likely that the failure modes observed could have been caused due to interaction with the cannula during procedure or handling/manipulation of the device. In addition, the amount of force applied or procedural factors involved could have induced to the failures observed. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/dfu.

Event description:
It was reported to boston scientific corporation that a jagwire was used in the bile duct during an ercp (endoscopic retrograde cholangio pancreatography) procedure on (B)(6) 2020. According to the complainant, during the procedure, when the physician inserted the guidewire, the hydrophilic tip detached. The procedure was completed with a new jagwire guidewire. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: corewire was broken.